Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a farawave sheath, the valve on the sheaths were dysfunctional. Once a farawave catheter was inserted, the device would no longer aspirate. The procedure is outcome unknown. No patient complications were reported. Device is expected to return for analysis. The user reported three sheaths.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that during a procedure with a farawave sheath, the valve on the sheaths were dysfunctional. Once a farawave catheter was inserted, the device would no longer aspirate. The procedure is outcome unknown. No patient complications were reported. Device is expected to return for analysis. The user reported three sheaths.